Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) in the left eye one day post lasik, an oral steroid was prescribed and topical steroid drop dosage was increased. Patient reported good vision. Upon follow up, dlk has resolved two days post onset and patient is happy.